Manufacturer narrative:
Concomitant products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: neu_ins_stimulator, product type: implantable neurostimulator.

Event description:
Information was received from the implanting center (via the manufacturer representative) because the patient asked for legal expertise. It was reported the patient seemed to feel heat through the extension. There was no explanation for what may have led or contributed to the issue. The patient believed this can be "lead" by the ipg positioning. According to the physician, the implant of the system went well. After the implant, the patient never accepted the implants. The full system (ipg, lead and extension) was explanted by another center. See related regulatory report 3007566237-2016-03972.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.